Event description:
On 7/31/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The css reported the user's bg dropped to 42 mg/dl, requiring assistance from their mother's hospice nurse. The user felt like they were losing consciousness during the episode. The nurse treated the low blood sugar with juice and peanut butter crackers. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event occurred approximately 30 minutes after a supply change was completed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by the user staying connected during the tubing prime of the supply change, resulting in unintentional insulin delivery, as this was the first cartridge change the user conducted independently after training and they were previously on a multiple daily injection regimen.